Event description:
The user facility reported that the image was dark and the doctor couldn't see inside the pt. There was no further info provided.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional info regarding the report, and was provided limited info. The staff reported that during a diagnostic colonoscopy, the user couldn't visualize anything inside the pt due to the image being dark. It is unk if the procedure was completed with the same device or utilized a different device. There was no pt injury reported. The colonoscope was returned to olympus for eval. The eval confirmed that the image was dark, which was attributed to a fluid invasion. There was corrosion noted inside the light guide prong. There was evidence of fluid invasion in the electrical connector, and scope connector. The device passed the leak test and fog test. There was tiny chips and minor scratches noted on the edge of the objective lens. There were scratches on the insertion tube. There was a dent on the light guide tube. The control knob was loose and has play. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an excess of caution.